Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for the peritonitis and treated with unspecified antibiotics (dose, route, frequency, and duration not reported). The patient was eventually discharged from the hospital and reported to have recovered from the peritonitis event. Dianeal therapies were ongoing. Additional information is not available at this time.